Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the brown handle of cannulated 4.0 mm hexagonal screwdriver was stripped and did not fit into the appropriate screw and the t25 stardrive screwdriver shaft ao connection broke off leaving no way to connect it to a quick connect handle or to a drill. Procedure and surgical involvement were unknown. There is no patient consequence. Concomitant devices reported: handles: trauma (part# unknown, lot# unknown, quantity 1). This report is for one (1) t25 stardrive screwdriver shaft 241 mm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the t25 stardrive screwdriver shaft 241mm (p/n: 03.168.014, lot number: 3l03527) was received at us cq. Visual inspection of the complaint device showed the connection at the proximal end was broken off. Device failure/defect identified? Yes. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: (current and manufactured) was reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the proximal end connection was broken off no definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history part: 03.168.014, lot: 3l03527, manufacturing site: hägendorf, release to warehouse date: 07. Feb. 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.